Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02893. It was reported the patient experienced trouble breathing during the patient's permanent implant surgery on (B)(6) 2021. As a result, one of the leads which was already implanted (sn: (B)(4)) was explanted, and another lead that was yet to be implanted (sn: (B)(4)) was discarded. The procedure was abandoned with no devices implanted.